Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose was unknown. The customer completed a set change and the air bubbles did not persist. The customer was advised that the products would be replaced, however nothing was returned for analysis.